Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Healthcare professional reported right side "signs of capsular contracture of implant." "Suggestive of intracapsular rupture," "in the right breast small ripple and small seroma." Device remains implanted.

Event description:
Healthcare professional reported right side "signs of capsular contracture (baker grade ii) of implant." "Suggestive of intracapsular rupture","in the right breast small ripple and small seroma." Device has been explanted.